Event description:
Invalid result (s). Called in because no results displayed. She had called into tech support and had someone walk her through a test so she followed the directions exactly. She dispensed the 4 drops into the s well but after 15 minutes no c or t line appeared. The kit was purchased at maple valley pharmacy. While on the phone I walked her through another test and she received results immediately.